Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a change in therapy in that the patient could not urinate since the night prior to the call. The patient reported that they went to the bathroom normally at some point the day prior, then had a wet diaper the night prior, but was dry the day of the call. The patient reported that they feel the need to urinate, but is not able to. At the time of the call stimulation was confirmed to be turned on and set to 1.2 on program 3 and the patient increased stimulation to 1.6 during the call. The patient was then advised to follow-up with their healthcare provider (hcp) if their symptoms did not resolve. Patient status is unknown at the time of this report and the issue was sudden in nature. There were no further complication reported or anticipated.